Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an open prostatectomy procedure, the blade was broken off during use. The broken piece was retrieved. Another device was used to complete the procedure. There were no adverse consequences for the patient. The doctor commented that the device had not clamped clips.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-04679 for a description of the other device. This report is for the second device. It was reported to boston scientific corporation that two interject injection therapy needle devices were intended for use during an endoscopic mucosal resection procedure. According to the complainant, the physician felt that the needle of the device appeared to be longer than usual. They opened the pouch of the another of the same device, and inserted the device into the anatomy location. However, the needle of the second device also seemed longer than usual. The procedure was able to be completed with another interject injection therapy needle device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good. After the procedure, the sales rep opened the pouch of the same lot. He confirmed that the length of the needle was 4mm. However, neither of the devices that were reported to have a longer than normal needle will be returned, as they have been disposed. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade 'lockout' later in the procedure, and continued usage can result in a broken blade